Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
Customer's mother (customer is a (B)(6)) reported that customer's adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Caller further reported that on (B)(6) 2014 customer was brought to the hospital because "his sugar was worse" and he had experienced a seizure. Customer was diagnosed with hyperglycemia. Caller did not know what treatment was rendered except that he was given phenobarbital. No further information was provided as she declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.